Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the site tried to navigate using a different navigation but aborted use of that system and the site tried to navigate using this system. The site was not able to move past the registration tab into navigate. Surgery was completed without using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Correction: patient demographics provided. Additional information: the archive and logs were reviewed. The logs and archive did not have any information regarding the issue. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.